Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 31mm magna mitral valve (implanted in 2017, precise date unknown) is under evaluation for a valve-in-valve procedure due to regurgitation. The patient presented with shortness of breath, right-sided heart failure and fatigue.

Manufacturer narrative:
H10: additional manufacturer narrative: corrected data: this is a duplicate report and was already submitted under MFR # 2023-13620-01.